Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it's likely the cause is related to normal wear and tear or customer handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered dust and rust inside the device, rust was found at the chassis, front panel chassis, device automatically switches the on and switch off the lamp. The malfunction is caused by the defective lamp button. The scope socket was noted worn. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus during a unknown procedure, the evis exera ii xenon light source goes into standby mode at an unspecified moment of operation. After restarting the device, it worked again, and the procedure was completed with the same device. There were no reports of patient harm associated with this event.